Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (53 mg/dl) and orange juice was consumed to address the low bg level. The customer had gone to bed without eating dinner and thought that this was the cause of the low bg. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.